Event description:
Device 1 of 4. Reference MFR report #1627487-2013-12917, 12918, 12919. It was reported the incision on the patient's back opened. The physician did not believe the wound was infected. The physician thought it may be an allergic reaction. The scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.